Manufacturer narrative:
November 20, 2015 02:54 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring cradle cut the saphenous vein during ligation. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25119150, 25118647 and 25118473 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 c-ring cradle caused a laceration to the saphenous vein during ligation. The procedure was completed with a replacement device. The hospital did not report any patient effects. The product is not returning. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring cradle cut the saphenous vein during ligation. A replacement device was used to complete the procedure.